Manufacturer narrative:
(B)(4).

Event description:
It was reported the esc button on the insulin pump was no longer on it. The screen is stuck on the blood glucose now reminder screen. Customer was attempting to enter carbohydrate in the bolus wizard and the numbers kept scrolling. Customer's blood glucose was 5.3 mmol/l. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent up and down arrow buttons response due to corroded keypad traces. No unexpected numbers scrolling noted during our testing. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot and stained end cap sticker.